Event description:
It was reported that the patient engaged in twiddler's syndrome, and there was an insulation break on the lead.

Event description:
It was reported that the pulse generator exhibited no output and a lead impedance measurement of greater than 2500 ohms at implant. Another device was implanted.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit loss of output, due to a feedthru case wire was not welded on the feedthru substrate.